Event description:
During the index procedure, the patient was treated using six in.pact admiral drug eluting balloons in the right sfa and popliteal. Approximately 3 months post index the patient presented with buerger's disease in the right toe. This was assessed as possibly related to the device, procedure and drug. Cec adjudicated that the event was related to the device but not related to the procedure or drug. Approximately one month later, the patient was treated with pta in the target vessel using non-medtronic ballooning. The outcome was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.